Event description:
During implantation of dual chamber ICD/pacemaker, the distal part of the left subclavian sheath broke and dislodged distally which was subsequently retrieved with a snare from the right atrium successfully. A second atrial lead had to be used as the initial lead was damaged by the snare when removing the broken sheath. Additional or time of one hour also resulted from this occurrence.